Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and oversensing. The noise was unable to be reproduced with isometrics. The lead remains in use. The patient was a participant of the product surveillance registry study. No patient complications have been reported as a result of this event.